Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: hong kong med j. 2002; 8: 394-9. [(B)(4)].

Event description:
It was reported via journal article: "title: laparoscopic cholecystectomy versus open cholecystectomy in elderly patients with acute cholecystitis: retrospective study" authors: ch chau, cn tang, wt siu, jpy ha, mkw li citation: hong kong med j. 2002; 8: 394-9. The objectives of this retrospective study was to check on the safety and efficacy of laparoscopic cholecystectomy for acute cholecystitis in elderly patients by comparing the results with open cholecystectomy. A total of 31 patients (20 male and 11 female patients) underwent laparoscopic surgery and 42 patients (22 male and 20 female patients) underwent open surgery (aged 75 years or older) cholecystectomy for acute cholecystitis between january 1994 and december 1999 were selected from the database. In the laparoscopic cholecystectomy (lc) group, the cystic duct stump was managed with a pds absolok absorbable polydioxanone self-locking clip (ethicon). In the early study period, the practice used the catgut ligation using catgut plain, ethi-endo-naht, eh 7326 (ethicon). In the open cholecystectomy group (oc), the cystic duct stump was ligated with vicryl 2-0 absorbable sutures (ethicon). In the lc group, reported complications included wound infection (n-1) and cystic stump leakage (n-2) in which endoprosthesis placement and percutaneous drainage of any intra-abdominal collection if a drain has not been inserted during surgery. In the oc group, reported complications included wound infection (n-6) and cystic stump leakage (n-1) in which endoprosthesis placement and percutaneous drainage of any intra-abdominal collection if a drain has not been inserted during surgery. In the era of laparoscopic surgery, with increasing experience and the advent of new technology, old age is no longer a contraindication for lc for acute cholecystitis. This study demonstrates that the laparoscopic approach is more beneficial than the open surgery approach in terms of shorter hospital stay and lower morbidity rate.